Event description:
During an unspecified procedure using a smarttouch bidirectional catheter a leakage error occurred. Catheter cables were exchanged with no resolution. The issue resolved when the catheter was exchanged. The case was completed successfully with no patient consequences. Follow-up stated that loss of ECG signals was experienced during the error. The loss of signals affected all signals on both the carto and the recording system and in addition there was no signal available for the physician to monitor the patient¿s heart rhythm. This event is reportable since the loss of signals affected all ECG signals leaving the physician unable to monitor the patient¿s heart rhythm.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/19/2014. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) during an unspecified procedure using a smarttouch bidirectional catheter a leakage error occurred. Catheter cables were exchanged with no resolution. The issue resolved when the catheter was exchanged. The case was completed successfully with no patient consequences. Follow-up stated that loss of ECG signals was experienced during the error. The loss of signals affected all signals on both the carto and the recording system and in addition there was no signal available for the physician to monitor the patient¿s heart rhythm. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.